Event description:
It was reported the patient had discomfort in the pocket. It was stated they had a warm sensation. It was noted the patient had a follow-up visit with the neurosurgeon scheduled to explore the possibility of infection or a pulled muscle. It was stated impedance testing was performed. It was noted the issue was not resolved. It was noted the source of the issue was not the battery as the impedance numbers were in reasonable range. It was stated the battery was turned off and on multiple times which did not change the sensation in the subclavical pocket. It was noted the patient status at the time of report was alive with no injury. It was stated the patient had a burning sensation at the device pocket location. It was further reported the patient had complained of the warm feeling at the implantable neurostimulator (ins) pocket after reprogramming was performed by the neurologist. It was noted when the pocket was palpated, the patient had some sensitive areas, not at the connection site but at the lower edge of the device pocket. It was stated external touch did not feel warm. It was noted the manufacturer representative had felt both sides of the patient¿s chests and both sides felt equally warm. It was noted the patient complained that they felt itching at the corner of the suture with slight redness at the incision and no shocking sensation. It was noted there was a high ohms value of over 4000 ohms. It was noted they turned the stimulation on/off and could see the patient was in good therapy. It was stated they ¿blinked on/off¿ and the patient did not report a change in warmth sensation. Additional information received reported the patient had itching at the incision site with occasional pain. It was noted it would hurt when it was pushed on. It was stated the patient had no redness or fever. It was stated there was no injury to the patient. It was noted the electrodes were out of range.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)